Event description:
The clinician was unable to retract the needle as the button did not work. This resulted in a needlestick injury.

Manufacturer narrative:
The sample is not available for eval. Add'l info has been requested regarding this incident. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4).